Manufacturer narrative:
The reported event was addressed with phone support. The endoscope was repositioned and the image came back into proper alignment. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope's position was not aligned with the physical parameters and the icon on the vision side cart (vsc) screen. The position indicator visible on vsc touchscreen was different from the physical position. The customer informed that they didn't replace the endoscope and they preferred to continue the procedure this way. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the serial number of the endoscope. The customer was not able to provide any additional details related to the reported event.